Manufacturer narrative:
This report is submitted on november 03, 2017.

Event description:
Per the clinic, the patient developed an infection at the implant site and around the electrode lead wires. Oral antibiotics were administered (date and duration not reported); however the infection was not resolved. Explantation of the device is planned; however, has yet to be scheduled.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017. It was reported that prior to explantation, the receiver stimulator had extruded through the skin flap, resulting in the decision to explant. There are currently plans to reimplant the patient at a future date.